Event description:
The pt stated that, the cannula housing separated from the adhesive of the infusion set and her blood glucose elevated to 488 mg/dl. She stated that, she changed her infusion set and bolused through her infusion device to lower her blood glucose. No further information is available. Product was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplement report.